Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2021 via tka. It was reported that during the surgery, the surgeon had difficulty in inserting the tibial insert because the tibial insert was not locking. After many repeated attempts, insertion of the tibial insert was no longer possible. The reason the surgeon could not insert the tibial insert anymore might be that poly part of the tibial insert had microscopic scratches due to repeat trying of insertion. After all, the surgeon implanted another implant. The surgery was completed within 30 minutes delay. No further information is available.